Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing a cartridge and tubing on the ilet system, with a peak blood glucose of 301 mg/dl persisting for a couple of hours; customer care guided the user to disconnect from the site and complete a fill tubing procedure, during which drops were observed without occlusion alerts, leaks, bends, or kinks, and blood glucose trended to 290 mg/dl with a horizontal arrow. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included technical troubleshooting and user education by customer care. Investigation of this case revealed no device occlusion and no observable infusion set or cartridge abnormalities, and the cause of the hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with cause unclear, with device function not confirmed to be at fault based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.